Event description:
It was reported that during a laparoscopic sigmoid procedure, the iris seal broke as the surgeon was tightening down on the valve. This occurred with two instruments. A third one was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.